Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reason of complaint: blood return is seen, which should not happen, creating a risk of contamination for healthcare personnel. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photographs were provided for investigation. Upon evaluation of the images, the caresites appeared to be used with blood inside of the valve between the piston and the valve wall/ on the outside of the part. Blood was not observed underneath the valve on the patient wrap of the male connection of the valve. Based on this information, it was difficult to determine any potential leakage from the photographs provided. The reported issue was unable to be confirmed. All information concerning this reported incident has been included in our trend analysis of the product line. Based upon the photographs provided, it was not able to be determined if any defect was present on the used caresite valves. It appears there is some form of blood either within or on the valve, but no conclusions can be made without a physical sample. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.